Event description:
It was reported that the patient had no stimulation sensation. It was stated that the patient had thought that the implantable neurostimulator (ins) had been damaged by an MRI 8-9 years ago. It was noted that the patient did not use her ins after the MRI. It was stated that the patient¿s device was checked in 2004 and it was found that there was something wrong with it. It was noted that the patient programmer (pp) didn¿t work. It was further noted that the green light on the pp came on, indicating that the pp was working. It was stated that the pp couldn¿t connect to the ins. It was noted that the ins was 13 years old.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the caller stated the device expired in 2005, based on an operating procedure note, and that the patient no longer used the stimulator. The patient inquired about MRI's and it guidelines were given.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# l95356, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).